Event description:
Clinical report states that the patient is experiencing groin pain (flexor tendinitis). Update rec'd 7/8/14 - additional clinical report received. There is no new additional information that would affect the investigation. Complaint updated on: 7/24/2014. Update rec'd 10/27/14 - additional clinical report received. There is no new information that would affect the investigation. The complaint was updated on: 11/12/14. Update received 12/8/14 - an additional clinical report was received. Report states that patient was revised to address pain, altr and pseudotumor. Complaint was updated on 1/2/15.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.